Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the first sealing device stopped working in the middle of the case. The second sealing device's jaw was difficult to open. The reload's jaws did not open. There was no patient injury.